Event description:
Related manufacturer reference number: 2938836-2019-17415. It was reported that in (B)(6) 2019, noise was detected on both ventricular lead and atrial lead. The noise was being monitored since then. In november, upon follow-up check, it was determined that lead fracture was the cause due to number of the noise increased. The both leads were explanted. The procedure was completed without any adverse consequences to the patient.

Manufacturer narrative:
Analysis of the lead found the inner insulation was damaged at the suture tie region. The cause of the noise was due to damage inner insulation, consistent with suture tie down forces. Further examination found no fractures on any conduction paths.